Event description:
Patient reported their dentist said not to no longer use the aligners. The aligners are not good for them.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.